Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized on an unknown date with a high blood glucose level of 600 mg/dl and above. The customer did not mention any treatment or symptom related to high blood glucose level. It was unknown whether the insulin pump was on auto mode at the time of the incident. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.